Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of arthralgia ('hip pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating and abdominal cramps. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), migraine ("migraine"), back pain ("lower back pain/lot of pain"), inflammation ("inflammation"), herpes zoster ("shingles"), restless legs syndrome ("restless leg"), fatigue ("exhausted") and pain ("in lot of pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the arthralgia, back pain, inflammation, herpes zoster, restless legs syndrome, fatigue and pain outcome was unknown and the migraine had not resolved. The reporter considered arthralgia, back pain, fatigue, herpes zoster, inflammation, migraine, pain and restless legs syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: chronic cervicitis. Bilateral fallopian tubes with para tubal cysts. Bilateral essure coils. No evidence of malignancy. Concerning the injuries reported in this case, the following ones were reported via social media: fatigue, pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021: social media received. Reporter information added. Event: exhausted and in lot of pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of arthralgia ('hip pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), migraine ("migraine"), back pain ("lower back pain"), inflammation ("inflammation"), herpes zoster ("shingles") and restless legs syndrome ("restless leg"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the arthralgia, back pain, inflammation, herpes zoster and restless legs syndrome outcome was unknown and the migraine had not resolved. The reporter considered arthralgia, back pain, herpes zoster, inflammation, migraine and restless legs syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc on (B)(6) 2020: social media received. New event added: lower back pain. Previously added event medical device removal was replaced to new hip pain. Reporter was added. On (B)(6) 2020:social media content received . No new information added on (B)(6) 2020: social media received: new events were added: inflammation and reporter information were updated. On (B)(6) 2020:new event added: herpes zoster. Reporter added. On (B)(6) 2020:social media case - new event restless leg was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraine"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the migraine had not resolved. The reporter considered medical device removal and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.